Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose that day was 485 mg/dl with extreme thirst, extreme drowsiness, and excess urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump was not primed correctly. There was no indication or allegation of a device issue. This complaint is being reported because the reported health event was attributed to a use error.

Manufacturer narrative:
Follow-up #1: date of submission 12/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box begins on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. No valid loss of prime events observed in available black box data, an ezprime sequence and a 24hr duration test was successfully completed with no loss of prime warnings being duplicated. The pump is detecting the correct force.. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately.